Event description:
It was reported that during routine follow up, low lead impedance and magnet rate were observed. When reprogramming was unsuccessful, the device was explanted and replaced. The patient was stable following the event.

Manufacturer narrative:
The reported field event of impedance anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.